Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located on the severely calcified and moderately tortuous left anterior descending (lad) artery. After pre-dilatation was performed with a 2.5mm emerge balloon catheter, a 16 x 3.00 promus premier¿ stent was advanced to treat the lesion; however, resistance were encountered and the device was unable to cross the lesion. The device was then removed from the patient and upon inspection outside patient's body, it was noted that the distal stent struts was lifted. The physician performed additional dilatation were performed with same 2.5mm emerge balloon catheter and 2.5mm non-bsc balloon catheter. The procedure was completed with successful implantation of another 3.0x16mm promus premier¿ stent. No patient complication were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).